Event description:
It was reported that a cartridge alarm 25 occurred. It was reported that the cartridge was damaged at the o-ring interrupting insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded to address the event after the o-ring was removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.